Event description:
While removing the tibial trial insert from the operative knee, the device cracked. The device was removed from the surgical site intact, there was no harm to the patient. Impact to the length of procedure was minute at best. Manufacturer response for tibial trial insert, (brand not provided) (per site reporter): vendor rep will pick of device next week for inspection by stryker.